Manufacturer narrative:
The manufacturer previously reported information alleging chest congestion. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report updated as the manufacturer received information alleging chest congestion, white, gritty particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section (device) problem code grid have been updated/corrected.

Event description:
The manufacturer received information alleging chest congestion. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.